Event description:
A customer observed poor precision and positively biased results on the citros tropnin I assay on one pt sample. Spread check (sc) failure flags were posted. Biased results of the magnitude observed may lead to innappropriate physician action. There was no report of patient harm as a result of this event.